Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that the procedure was cancelled. The polaris mmg system was selected for used for intravascular ultrasound examination of the target lesion. During preparation, the screen did not light up and there were problems with the keyboard display. The procedure could not be completed due to this event. There was no patient complications reported. It was further reported that the procedure was completed normally after a restart during surgery and patient treated as planned.

Event description:
It was reported that the procedure was cancelled. The polaris mmg system was selected for used for intravascular ultrasound examination of the target lesion. During preparation, the screen did not light up and there were problems with the keyboard display. The procedure could not be completed due to this event. There was no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.